Manufacturer narrative:
Additional information was received on october 15, 2015.(B)(4). It was now mentioned by the reporter that the product will be returned for investigation.as soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted.(B)(4).

Event description:
It was now reported that the patient was implanted a cemented exafit stem size 3.2 on the left side in 2003.

Manufacturer narrative:
It was reported that patient received an exafit stem on left hip around 10 years ago (exact date not reported) and was revised on (B)(6) 2015 due to stem neck breakage. DHR review results: cemented exafit stem size 3.2. Ref: (B)(4) , lot: m0030. - yield: 59 - delivered: 59 - scrapped: 0 - delivery date: 17.04.2002. Metasul head 28 8/10 l: ref: (B)(4), lot: 2121055 . - yield: 35 - delivered: 35 - scrapped: 0 - delivery date: (B)(6) 2002 . Review of x-rays dated (B)(6) 2015: pre-revision x-rays were performed at a-p view for the tha on the left hip. On one is clearly visible that stem fracture occurred at the level of the neck, more precisely close to the impaction hole. No signs of loosening were visible around the stem and the cup. The head was still in contact with the cup and did not dislocate. The cup inclination angle was around 40°. A fracture line was visible in the region of the larger trochanter bone. It was unknown if the bone fracture occurred due to a traumatic event or due to stem breakage. Revision report dated july 9, 2015: revision of a fractured of femoral stem of a left tha with mom joint, which was implanted in 2003. During revision, neither metallosis nor synovial liquid were observed. Head with stem fragment was immediately found and removed from the patient. Stem was revised and replaced with another cemented stem. Surgeon noticed a fracture in the larger trochanter. Cup was revised and replaced as well. Devices analysis: the exafit stem showed a fracture in the neck region. On the lateral side, the fracture run through the rectangular impaction hole. The fracture was a fatigue fracture, indicated by beach marks covering approx. 80% of each fracture surface. The fracture origin was located anteriorly to the impaction hole. The rest of the neck experienced force rupture. The anchoring side of the stem showed scratches from the revision surgery. The cocr head was still well seated on the exafit neck and did not show any signs of damage. Based on the given information and the results of the investigation, we could identify a root cause for this issue: the geometry of the neck around the impaction hole led to a high stress concentration on one or both sides of the hole, resulting in a fatigue failure of the implant. Zimmer recognized this design issue and actions were taken by modifying the shape of the impaction hole. The part was produced before the design change was in place. In early (B)(6) 2003, zimmer initiated a design change including a modification of the impaction hole to allow the use of a standard instrumentation for impaction and extraction. This resulted in the introduction of a new design of the exafit stem in (B)(6) 2003. Also during the same year 2003, there was a report in (B)(6) 2003 of breakage of the exafit stem in (B)(6) 2003. The root cause of the breakage was determined to be an impaction hole which resulted in a notch effect. The design change to the exafit stem described above addressed the root cause of the reported event at hand and therefore no further corrective action is required. The part of the case at hand was produced before the design change was in place. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e ms-30 stem) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a cemented exafit stem size 3.2 around 10 years ago (exact implantation date unknown). It was reported that the patient experienced a stem breakage at the level of the stem impaction hole on (B)(6) 2015 and that a revision surgery occurred on (B)(6) 2015.